Manufacturer narrative:
(B)(4). G2, japan. H3, customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an articular surface would not assemble with the tibial tray. The lens had deformation on the rail section on the back side of the surface, preventing proper insertion. Attempts to obtain additional information have been made; however, no more information is available.